Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015, to report that on (B)(6)2015, the patient received an error message for transmitter failure. There was no report of injury or medical intervention. No additional event or patient information is available.